Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged in the air and water channels and cylinders, but the foreign matter could not be identified. Due to a leak failure in the electrical connector guide pin, grip, and bending section rubber, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿chip was defective, image flickers¿ was confirmed. The following findings were also noted during device evaluation: due to deformation of grip, water tightness is lost, due to damage, switch button 2 does not work, air/water-cylinder has no color, suction-cylinder has no color, up/down knob has a scratch, due to deformation of electrical connector guide pin, water tightness is lost, number of maximum cumulative uses reached, scope-connector has corrosion, due to corrosion on electrical connector, a noise image occurs, due to a cut on the bending section, water tightness is lost, due to damage on bending section, insulation resistance value at distal end does not meet specifications, objective lens has a crack, light guide lens has a crack, connecting tube has a buckling, and electrical-connector has foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope chip was defective, image flickers. Upon inspection and evaluation, air/water tube and cylinder have foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.